Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on homechoice (hc) during use. The home patient's (hp) care giver (cg) called regarding an alarm from the previous night. The baxter technical representative (tsr) reviewed the alarm log and found se 2240. The tsr explained alarm and the reason the alarm could occur. The tsr explained that if the alarm occurred, the hp must start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.